Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient was hospitalized on (B)(6) 2024 and faced kinked cannula event. Patient went to ER only. Duration of ER was 6 hours. Blood glucose at the time of event was 678 mg/dl and was treated with IV and fluids of saline and insulin and pain medication. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.